Event description:
Spontaneous call, patient reported he had a broken pump. Lot number and expiration date unknown. Unknown if patient experienced adverse event. Patient to return pump. Not reported if pt missed any doses due to broken pump, no other info. Indication: malignant (primary) neoplasm, unspecified and other retinal disorders. Frequency: daily for 2 days every 2 weeks. Reported to (B)(6) by pt/caregiver.